Event description:
The customer reported to vyaire medical that the 3100b ventilator appeared to pass the performance test, but it failed on a patient, and carbon dioxide (co2) continued to rise. The issue occurred during patient-use and the device was replaced with another ventilator. At this time, there was no information for patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device on-site and reported to the customer's site a problem with the vent not being able to ventilate the patient. Tried a second vent and got the same results. Used a different brand of vent and it seemed to work fine on the patient. Checked both 3100b ventilators and found that they were both within manufacturing specifications with no adjustments. The issue could have been with the patient or the limitations of the 3100b ventilator.